Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately tortuous, heavily calcified de novo lesion in the proximal right coronary artery. Heavy resistance was felt while advancing a 4.0 x 12mm nc trek balloon dilatation catheter (bdc) due to the heavily calcified anatomy. During removal of the bdc the shaft broke proximally, outside the sheath. The device was simply removed and retrieved. Another device was used to successfully complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Internal file number -(B)(4). Evaluation summary: visual inspection was performed on the returned device. The reported separation was confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed MDR report, the account states that the nc trek partially crossed the lesion but ultimately failed due to anatomy.